Manufacturer narrative:
The customer reported that no audible alarms were being provided after the device was powered on and in use for about 2 hours. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that no audible alarms were being provided after the device was powered on and in use for about 2 hours.